Event description:
The customer reported a malfunction resulting in a system restart and loss of mechanical ventilation during a case. The system was restarted to restore the functionality of the device and the case was resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare technical support performed a checkout of the logs and confirmed the reported issue however, the specific cause of the reported issue was not identified. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).